Event description:
A report was received through the us specialty pharmacy ((B)(4)) indicating the pt's optineb would not work as the adapter was smoking when plugged in, causing the unit to short circuit. Device MFR date: 01/2010. Usage of device: reuse.